Event description:
It was reported that the lead exhibited impedance greater than 3000 ohms, loss of sensing and capture. When the lead was programmed to unipolar mode appropriate function was noted but intermittent noise was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.